Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). It was reported that the procedure was performed on (B)(6) 2015, treating a lesion in the proximal left anterior descending (lad) artery. A 3.5 x 12 mm xience xpedition stent was implanted. On (B)(6) 2019, the patient presented to the emergency department with chest pain, radiating to the left arm and neck. Medications were administered and a transthoracic echocardiogram was performed. Myocardial infarction was diagnosed. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2019, troponin I levels were elevated. Additionally, on (B)(6) 2019, the patient experienced a stroke and on (B)(6) 2019, the patient died from the stroke. Per the physician, the stroke and death were unrelated to the xience xpedition stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.